Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The device involved in the incident has not been returned to belmont. Belmont became aware of this incident after receiving a user facility report on september 29, 2025, which per our procedure requires us to submit a report, therefore submitting this now. It was reported by the user that mold was discovered in the tank of an allon unit used in one of their departments. The user further stated that the distributor had recommended the use of tap water instead of 0.22 micron filtered or sterile water as specified in the manufacturer's instructions for use (IFU). The user indicated that the presence of mold in the tank was caused by following this recommendation, which contradicts the IFU requirements. The user manual mentions the use of sterile water or 0.22 micron filtered water and that water should be cleaned in between uses by circulating nadcc through the water tank for 30 minutes. Do not use de-ionized water or water created through reverse osmosis because it may promote corrosion of the metal components of the system. The recommendations for emptying the water tank depend on the frequency of usage. For frequent usage (3-4 times a week), drain the water at least once a week. For infrequent usage, drain the water after each use. Images provided confirmed the presence of mold in the tank. Belmont post market surveillance contacted swereco (the distributor), who confirmed that they had recommended the use of tap water with the unit. It cannot be determined if the tap water led to the formation of the mold, however this may have been a contributing factor as this is not recommended to be used in the operator manual. The device history of this unit was reviewed, and no similar issues were identified. Belmont has received no other complaints from other customers about mold forming in the device. The distributor and customer were reminded that only sterile or 0.22 micron filtered water should be used with the device, not tap water. They were also reminded to refer to the cleaning and disinfection instructions outlined in the user manual. The distributor contacted all their customers to use sterile or .22 micron filtered water going forward. We will continue to monitor this type of incident closely and take further corrective and preventive action if required.

Event description:
It was reported by the user that mold was discovered in the tank of an allon unit used in one of their departments. The user further stated that the distributor had recommended the use of tap water instead of 0.22 microns filtered water as specified in the manufacturer's instructions for use (IFU). The user indicated that the presence of mold in the tank was caused by following this recommendation, which contradicts the IFU requirements.